Event description:
Info received indicates the siderail will not stay up.

Manufacturer narrative:
The tech found the shoulder bolt for the latch was missing. The tech replaced the bolt to repair the stretcher.